Event description:
It was reported before use that the ports were labeled incorrectly. It was stated that the blue proximal was the distal lumen and the yellow distal was the proximal lumen. No patient complications were reported.

Manufacturer narrative:
The proximal injectate lumen exited at the distal tip while the distal lumen exited at the 30 centimeter area. Extension tubes were attached at the correct positions. It appeared that the proximal injectate port was cut into the distal lumen and the distal lumen was plugged at the tip.